Event description:
Covidien received information that, during patient use, an error code occurred indicating an unresponsive graphic user interface (gui) key. There was no negative medical impact to the patient.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and replaced the keyboard. The ventilator passed extended self testing (est), short self tests (sst), and electrical safety.(B)(4)